Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the damage to the flail. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. During positioning, damage was noted to an anterior flail in the a1p1 of the mitral valve. The clip was deployed. One additional clip was implanted; however, the mr remained at 4+. There was no clinically significant delay in the procedure. Approximately a week post procedure the patient died due to renal and other organ failure; however, per the physician, the patient death was not related to the mitraclip device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported tissue damage in this incident appears to be related to patient morphology / pathology and/or user technique /procedural conditions. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.